Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that when the pressure on the unit was set to 15 during a case, the pressure would randomly jump to 30. This extreme jump caused the abdomen of the pt to over pressurize and also caused the vital signs of the pt, to include blood pressure, to increase to dangerously high levels in a short period of time. It was further reported that the pt did not develop any syndromes related to the condition of over pressurization. The case reverted to an open procedure as the doctor had to evaluate the pt internally. It was further reported that once the situation stabilized, the case resumed.